Manufacturer narrative:
On june 14, 2023, the mentor failure analysis lab received the device for evaluation. On june 20, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth hpg, 500cc breast implant was found to be ruptured and received in two (2) parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the posterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 69-year-old white female patient underwent revision breast augmentation with 500cc mentor memorygel breast implant and experienced breast implant rupture on her left side postoperatively; diagnosed via mammogram, and in the office. The patient has consulted with the healthcare professional. As a result, the device was explanted on (B)(6) 2023.

Manufacturer narrative:
On may 23, 2023, mentor became aware of the following: ethnicity is "not hispanic/latino"; field a5 has been updated. Replacement device used was 500cc smooth round. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical/secondary review of this file performed on june 21, 2023, patient experienced bilateral complications per information received on june 6, 2023 and missed in the previous submissions. Per clinician's review, and information provided, patient also experienced right side capsular contracture; baker grade unknown in addition to left side rupture. Patient underwent bilateral replacement surgery with 500cc smooth round devices on (B)(6) 2023. This supplemental medwatch report is for the patient¿s left-sided device. Right side complication is being reported separately. Manufacturer¿s reference number: (B)(4) patient experienced bilateral complication.